Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: testing was unable to duplicate the complaint. Pump passed a 29hr flow accuracy test successfully (see attached results). Successfully performed a 10u audio and 10u normal bolus. Both were accurately recorded in the pump history. Pump as exercised for 24hour duration test with a 1.0u/hr basal rate; no eaw¿s occurred during testing. Unrelated to the complaint. Display screen is discolored with a pinkish contrast removed cover and replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s wife contacted animas and alleged that her husband was taken to the hospital via ambulance due to fainting related to a blood glucose (bg) excursion of over 800mg/dl. She is a poor historian and cannot remember the exact date, but thinks it was between (B)(6) 2012. Wife states patient is suffering from kidney failure and heart failure, and recently started on a new cardiac medication, amlodipine. He has had no change in activity levels. At the hospital where he was diagnosed with diabetic ketoacidosis (dka) and treated with an insulin drip. Patient has been released from hospital and continues to wear pump. Customer support (cs) reviewed the pump and informed wife that pump stopped delivering basal on (B)(6) from 6:00am to 8:54am. Unknown why pump stopped delivering at 6:00am, but patient received an occlusion detected alarm at 8:12am. (B)(6) advised patient to use an alternate form of insulin delivery until replacement pump arrives. This complaint is being reported because a patient experienced hyperglycemia subsequent to the pump stopping insulin delivery.